Event description:
It was reported the patient had an ablation where the device was not placed in surgery mode. The patient changed programs and strength increased to normal settings and the system is delivering power.